Event description:
It was reported that there was a shocking or jolting sensation. The reporter stated that when the patient was laying down the device 'kicked into a shock, like when he was standing.' It was reported that it wasn't a common occurrence but it would wake the patient up at night. The reporter stated that the patient was unsure if the leads just needed more time to 'scar into position' or if there was something going on with the implantable neurostimulator (ins). It was reported that the patient didn't realize that he could override the programming. When the patient pushed on the ins, the stimulation became stronger. The patient was going to test new settings. It was noted that the patient's device had adaptive stim. It was further reported that it was taking the patient longer to recharge than he expected. It was noted that the battery was 1/4 full the day prior to the report and he was unable to charge the battery to full. The patient recharged for six hours and had 8 coupling bars 'more of the time' and when the coupling would drop to 6 bars he would reposition the ins. The patient was going to try to finish recharging. It was noted that the patient's next appointment was on (B)(6) 2013. The next day, it was reported that when the patient was sitting down and changed positions, he had shocking. The reporter stated that when the patient was lying down he could turn down stimulation and the shocking didn't happen as much. It was reported as a 'wake-up call' type of shock. It was unclear what this meant. The patient was going to try to turn stimulation up a little bit the night of the report to get a little bit better coverage. It was noted that the patient felt a change in 'shock level' when he turned while sitting. The patient was getting stimulation in a turned sitting position that was similar to the settings for standing. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with his device or therapy, but was working with his doctor to resolve them, and had an appointment scheduled for (B)(6) 2013.